Event description:
Per the complaint, the implant head and transfer coping were difficult to remove. The screw seemed very tight for immediate placement. The implant was explanted on (B)(6) 2018, 4 days after implant date due to failure of screw to stay on head. Per the doctor, the threads were bad. The patient was grafted and an attempt to redo will occur later.